Manufacturer narrative:
Retainer ring = black. P-cap or reservoir locks properly into place. Unit received with critical pump error. Crest software was successfully utilized, however unit failed to download formatted history, detail trace and long trace with thus due to corroded electronic assemblies. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack. The customer stated that the back of the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.